Manufacturer narrative:
Complaint confirmed. One unpackaged ar-16992, batch 10359098 capsuleclose scorpion was received for investigation. Visual inspection identified that the 118-204 shear pin, 910-019 suture clip, and the 910-021 suture clip spring components had broken off of the distal tip of the scorpion. The fragments generated during this event were not returned for analysis. Functional testing revealed that squeezing the finger allowed the tissue clamp assembly to advance as intended, although usability was impeded by the lack of tip components present. The observed condition is most likely the result of breakage at the shear pin as a result of dropping the device or smashing the device into solid material.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the tip of the ar-16992 scorpion broke off. The sales rep reported the case was completed without incident.